Manufacturer narrative:
Siemens filed the initial MDR 1219913-2014-00239 on 10/02/2014 for a false positive advia centaur xp troponin ultra result obtained by the customer on a patient sample. 10/06/2014 correction: notification was selected in error for the remedial action and there was no associated correction /removal reported number for this medwatch report.

Manufacturer narrative:
A siemens customer service engineer (cse) was sent to the customer site for system inspection and performed a total service call. The cse cleaned and inspected the aspirate manifold, replaced the aspirate tubing, checked and adjusted the sample probe calibration, replaced the reagent dilutors, and checked the vacuum, and aspirate functions. The cause for the discordant advia centaur xp troponin is unknown. No conclusion can be drawn. The instruction for use under the summary and explanation of the test section states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi." The system is performing within specifications.

Event description:
A false positive advia centaur xp troponin ultra result was obtained on a patient sample and reported to the physician. The positive troponin result was considered discordant compared to a negative troponin result tested on an alternate system. The customer performs repeat troponin testing on all elevated results. The same patient sample was retested on the original advia centaur xp and the troponin result was negative. The customer issued an amended test report, and contacted the attending physician and reported a negative troponin test result. Patient treatment was not administered based on the initially positive troponin test result. There is no report of adverse health consequences due to the discordant positive advia centaur xp troponin ultra result.